Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of synthese device history records for mfg revealed no complaint related issues.

Event description:
Pt was implanted with tfn construct on (B)(6) 2012 for a subtrochanteric fracture. Postoperatively, it was found on x-ray, that the distal segment was internally rotated. Pt was returned to the operating room on (B)(6) 2012 for revision surgery. Surgeon removed the two (2) locking screws and revised pt with two (2) new screws. This is 1 of 3 reports for the same event.